Manufacturer narrative:
Corrected data: product problem- removed

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room for diabetic ketoacidosis. Customer stated they could not recall their blood glucose level at the time of the reported event. Customer was in the emergency room for 1 day, and was treated through intravenous insulin and water.